Event description:
As reported by the user facility: 1 item reported (B)(6) 2013. Reports over infusion, nurse reports ivpb infused over 1 hour and was set for 2 hours, pump also making a grinding noise, drug given unknown, rate unknown, customer did not save set, date of occurrence not known, did occur in ICU, no injury to patient. Please refer MFR report # 9610825-2013-00163.